Manufacturer narrative:
It was reported that the surgeon indicated that he had a recent retrieval case for a prodisc l device where the poly inlay had expulsed post-operatively. No other information was provided. An MDR and mir report were both indicated for this complaint. A review of the dhrs could not be completed as synthes was the manufacturer of these implants and the dhrs could not be located at this time. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazard associated with this complaint is identified and mitigated to a level where the clinical benefits outweigh the surgical risks. Device evaluation could not be completed as the implant was not released from the hospital. It was confirmed that a revision took place due to poly inlay expulsion. No other anomalies associated with the complaint were found during the investigation. This submission is 2 of 3 devices involved in this event.

Event description:
Surgeon indicated the he had a recent retrieval case for a pdl device where the inlay had expulsed post operatively.